Event description:
Reporter indicated that interrogations were not successful with a particular vns programming wand. Different error messages such as "procedure failed" were received. The wand battery was checked and was found to not be depleted. After a different wand was substituted, communication was possible. The wand has been received and is awaiting product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.